Event description:
During a pci treatment procedure, the quantum maverick monorail 20/5.0mm balloon ruptured at 30 atms on the second inflation. The lesion being treated was a 75% stenotic lesion in the mid right coronary artery (rca). The physician used a 6f heartrail jr4 guide catheter and a neo's rinate guide wire to cross the lesion. The physician confirmed via ivus that the original diameter of the lesion was 5mm or more. The quantum maverick monorail 20/5.0mm was used for pre-dilatation (because there wasn't other over 5mm balloon) and inflated several times to 12 atms. When the lesion was checked by the terumo's ivus, it hadn't been expanded enough. Therefore, it was dilated by this balloon again to 16 atms at first, but finally, it was expanded slowly to 30 atms. The balloon ruptured and the patient complained of chest pain. An intra aorta balloon pump was placed and the patient was transferred to cardiac surgery.